Event description:
The customer reported to olympus that the bronchovideoscope did not produce an image. The issue was found during preparation for use of an unknown procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found a leak on the instrument channel, a chip in the distal end plastic cover, scratches on the bending section cover, the bending section cover glue was peeled, the light guide lens had fluid inside, image noise, a dent in the bending section, a bite/dent in the insertion tube, a corroded control body, and low angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received indicated that the clinical engineer was testing the scope before shift start. There was no patient involvement at the time of the event. The intended procedure was therapeutic bronchoscopy. There was no delay to the procedure and no patient harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a circuit board by water immersion of the device such as short circuit. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: precaution: caution: for clv-290/cv-1500. Turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image: confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.